Manufacturer narrative:
05/29/1998: h6- primary finding of device analysis revealed no device failure, no anomaly found. Analysis of catheter also revealed no device failure.

Event description:
Patient had been experiencing increased muscle tone for two weeks. Upon aspiration of medication from the device, only 0.8 ml was retrieved, compared to the 7.7 mls stated on the pump programmer. The patient's daily dose was increased after refill to ease spasms. During the remainder of that week, the patient experienced both over-and under-dosing episodes with the device, though not severe enough to require hospitalization. The physician decided to replace the device, as it was estimated to be near end of life. The device was replaced, and the patient returned to a therapeutic level of treatment with no further complications.